Manufacturer narrative:
Ec-3490lk instructions for use contain pre - and post-procedure inspection. The ec-3490lk was placed back into use by the user facility after the event. The facility did not report the event to the device distributor at the time of the event. The ec-3490lk was sent to the distributor for routine repair on (B)(6) 2010 and the user facility did not indicate that the device had been involved in an adverse event. Eval summary - failure - right/left angulation broken. Other findings - normal wear and tear.

Event description:
On (B)(6) 2010 - pt referred to ambulatory surgery center with abdominal pain. Upper and lower gi endoscopic procedures were performed. Pt sent home. On (B)(6) 2010 - pt admitted to hospital with abdominal, pain. Lab work normal. Pt held for observation. On (B)(6) 2010 - pt was septic. On (B)(6) 2010 - pt died of (B)(6).